Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 375cc saline breast prostheses that both deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 375cc saline breast prostheses on (B)(6) 2022. The removed devices were discarded following explant surgery. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).